Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Results: the returned trio connector 3.5 mm hex tightener shaft was confirmed to have a tip fracture via visual inspection. The tip of the shaft connector appears to been twisted. This implies that the fracture was caused by an overload. This coincides with the event details which state that this product was used with excessive force. No harm or adverse effects have occurred to the patient. The lot number indicates that the part was produced prior to the implementation of stryker's electronic manufacturing database. Conclusion: the likely cause of this event is that the product was over tightened causing the hex tip fracture.

Event description:
It was reported that during the inspection, it was found that the tightener shaft was broken. According to the sales representative, it was broken during surgery because excessive force was applied.

Event description:
It was reported that during the inspection, it was found that the tightener shaft was broken. According to the sales representative, it was broken during surgery because excessive force was applied.